Event description:
It was reported that the patient underwent a gynecological surgery on (B)(6) 2006 and mesh was placed into the patient¿s body. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological surgery on (B)(6) 2006 due to prolapse, incontinence and mesh was placed into the patient¿s body. It was reported the patient complained of pain, infection, urinary problems.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2006 and mesh was implanted concurrently with hysterectomy, colpectomy, perineorrhaphy and levatorplasty. It was reported that following insertion, the patient experienced urinary retention, urinary tract infection and urge incontinence.